Event description:
It was reported that during a ptca, the balloon ruptured and initial removal difficulties were encountered, however, the physician subsequently removed the balloon catheter. No pt injuries or complications occurred.